Manufacturer narrative:
Date sent: 08/30/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure the clips ejected from the instrument. The site used a new instrument to complete the case. There was no pt consequence.